Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ("perforation (other) please describe and state the location of the perforation bowels") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("sever cramping"), mood swings ("hormonal changes describe: mood swings"), loss of libido ("no sex drive"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), depression ("depression"), crohn's disease ("autoimmune disorder type of disorder:crohn's disease"), migraine ("migraines"), the first episode of headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), pain ("physical pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux"), fear ("fear of doctors"), emotional disorder ("emotional"), back pain ("back pain"), abdominal pain upper ("stomach pain"), the second episode of headache ("head pain") and pain in extremity ("feet pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and endometrial ablation, novasure ablation). Essure was removed in 2010. At the time of the report, the intestinal perforation, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, loss of libido, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, crohn's disease, migraine, nausea, tooth disorder, dysmenorrhoea, pain, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, fear, emotional disorder, back pain, abdominal pain upper, the last episode of headache and pain in extremity outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, crohn's disease, depression, dysmenorrhoea, emotional disorder, fatigue, fear, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, intestinal perforation, loss of libido, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant drug added. Events no sex drive, vaginal bleeding, menorrhagia, apareunia, depression, autoimmune disorder type of disorder:crohn's disease, migraines, headaches, nausea, dental problems, dysmenorrhea, vaginal discharge, fatigue, weight gain, acid reflux, perforation (other) please describe and state the location of the perforation bowels, fear of doctors, emotional, back pain, stomach pain, head pain, feet pain and physical pain added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ("perforation (other) please describe and state the location of the perforation bowels") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included overweight. Concomitant products included medroxyprogesterone acetate (depo provera). In january 2009, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("sever cramping"), mood swings ("hormonal changes describe: mood swings"), loss of libido ("no sex drive"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), depression ("depression"), crohn's disease ("autoimmune disorder type of disorder:crohn's disease"), migraine ("migraines"), the first episode of headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), pain ("physical pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux"), fear ("fear of doctors"), emotional disorder ("emotional"), back pain ("back pain"), abdominal pain upper ("stomach pain"), the second episode of headache ("head pain") and pain in extremity ("feet pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and endometrial ablation, novasure ablation). Essure was removed in 2010. At the time of the report, the intestinal perforation, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, loss of libido, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, crohn's disease, migraine, nausea, tooth disorder, dysmenorrhoea, pain, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, fear, emotional disorder, back pain, abdominal pain upper, the last episode of headache and pain in extremity outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, crohn's disease, depression, dysmenorrhoea, emotional disorder, fatigue, fear, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, intestinal perforation, loss of libido, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-may-2019: pfs received : events added- device monitoring procedure not performed. Events severity added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.